Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was using the lcsc5 and found it to be intermittently emitting a steady tone. After retorquing the blade and cleaning, the device was still found to be emitting the steady tone. The case was completed using electrocautery. There was no consequence to the pt.